Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer did not return the product.

Event description:
Consumer states she was using a heating pad on her hip while laying in a recliner. She is alleging that her heating pad burned a hole in her recliner and a sheet. There was not a report of injury with this incident.